Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported device was returned and was found to exhibit signs of repeated use nicked / gouged / worn handle components are not broken. Performed a functional check with mating impaction pad item # 42509909400, lot # 62377736 and provisional item # 42502707001, lot # 62171674 found it operates as intended reference attached prints for the mating instruments used to be conforming. The device history record was reviewed and no discrepancies relevant to the reported event were found. The evaluation of device found that the device operated within specification and hence no issue with the device was seen. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the handle broke during impaction. There was no consequences or impact to the patient.